Event description:
During pelvis surgery, when the rod coupling in disposable pelvis kit (steriled) was used, one of the screw for the rod coupling was tight and did not function. The surgeon changed how to assemble frame and the frame fixed without problem. The surgery was completed.

Manufacturer narrative:
Additional information has been requested and if received, will be submitted on a supplemental report.